Event description:
During coil embolization of an aneurysm of the (a-com) anterior communicating artery, the coil (orbit mini complex fill2.5x3.5-(B)(4)) coil could not be detached at the green zone, and could not be detached even when the alternative detachment was attempted. The catalog/lot number of the dcs syringe was unknown. The coil was successfully removed as a unit and changed to other new coil (same catalog no./lot unknown). The other coil was detached successfully by the same syringe without any difficulty. The procedure was completed successfully without any adverse event. There was no information about the target vessel and the patient. Prior to mini complex fill coil, one other coil (detail unknown) was placed in the target vessel. During prep of the coil delivery system, the syringe was taking to blue zone and held for 30 seconds, and saline was verified coming out of the purge hole. Additionally, during prep, a dedicated saline source was utilized to fill and prep the syringe, and the syringe was taking to the blue zone without exceeding the blue zone.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the cause of the complaint cannot be determined. A batch review could not be performed since the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The spike of the transfer set was separated unexpectedly from the spike port of the twin bag. This occurred just after the patient connected them and picked them up from the cleanflash. There was no patient injury or medical intervention.